Manufacturer narrative:
Reported event: an event regarding infection involving an unknown 5x9 cr insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code or sterile lot information was not provided. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right knee was revised due to infection. A washout was performed and a 5x9 cr insert was revised to a 5x9 cs insert (rep confirmed change to cs was to prophylactically ensure stability only). Rep confirmed that no further information will be released by the hospital or surgeon.